Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the incident occurred on (B)(6) 2023. "When we opened the packaging, the guide was kinked (not the catheter). The packaging was not damaged." The issue was solved by using a device from another lot#. There were no harm for the patient, the problem was noted before use.

Manufacturer narrative:
(B)(4). The customer report of swg kinked was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the incident occurred on 02 may 2023. "When we opened the packaging, the guide was kinked (not the catheter). The packaging was not damaged." The issue was solved by using a device from another lot# . There were no harm for the patient, the problem was noted before use.